Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gi bleeding. Anticoagulation was reduced. The patient will continue to be monitored. Additional information was not provided.

Manufacturer narrative:
Approximate age of device is 8 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A specific cause for the reported gi bleed cannot be determined. It was reported that anticoagulation was reduced, and the patient will continue to be monitored. No alarms were reported for the event. This patient had a previous complaint for gi bleeding (reference MFR # 2916596-2014-02029). The patient remains ongoing on pump support and no further events have been reported to the manufacturer at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.